Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was filling the cartridge with cold insulin. Customer was educated that insulin should be at room temperature before filling a cartridge. There was no adverse impact to customer's blood glucose. Customer continued to use the pump for insulin therapy and declined to load a new cartridge.